Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that since 2007, the ins was not working. The hcp reported the patient's controller was currently in another state, so it was not available to use. The hcp had no further information to provide and would have the patient contact patient services for additional assistance. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported the ins hadn't been active for at least 10 years because the battery died as the patient didn't need it anymore. The patient was thinking about having the device taken out or getting more information on it. No further complications were reported.